Event description:
Drive devilbiss healthcare was notified of an incident involving a raised toilet seat by the provider, who stated that the end user fell when the seat came out from under her, and required stitches. The provider reported that the device is not defective but the information suggests that the raised toilet seat may have not been the proper shape for their toilet. The device is not returning for evaluation. Drive devilbiss is investigating the incident and an update will be filed if additional information becomes available.